Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. B2, b3, c4, d6a: estimated dates. D4: the UDI is not known as the part and lot number were not provided. The additional patient effects reported in the article are captured under a separate medwatch report. The additional device referenced in b5 is filed under a separate medwatch report number. Literature: article title: ¿outcomes of deferring percutaneous coronary intervention without physiologic assessment for intermediate coronary lesions¿.

Event description:
It was reported in a research summary article that the purpose of the article was to compare long-term outcomes between medical treatment and percutaneous coronary intervention (pci) of intermediate lesions without invasive physiologic assessment. The study was a post hoc analysis of a randomized trial comparing deferring pci versus performing pci based on angiography alone. A total of 899 patients with intermediate coronary lesions between 50% and 70% diameter-stenosis were randomized to the conservative group (n=449) or the aggressive group (n=450). For intermediate lesions, pci was performed in the aggressive group, but was deferred in the conservative group. The stents used in the aggressive group were either xiencce v or xience prime. The primary endpoint was major adverse cardiac events (mace, a composite of all-cause death, myocardial infarction [mi], or ischemia-driven any revascularization) at 3 years. At 3 years, the clinical outcomes included death, myocardial infarction, stent thrombosis. The conservative group had a significantly higher incidence of mace than the aggressive group. Between 1 and 3 years after the index procedure, compared to the aggressive group, the conservative group had significantly higher incidence of cardiac death or mi and ischemia-driven any revascularization. It was found that for intermediate lesions, medical therapy alone, guided only by angiography, was associated with a higher risk of mace at 3 years compared with performing pci, mainly due to increased revascularization. Additional information is in the article "outcomes of deferring percutaneous coronary intervention without physiologic assessment for intermediate coronary lesions".